Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the hawley retainer caused or contributed to the patient's symptoms. This event is being filed as an MDR as the patient reported an allergic reaction while a dynaflex product was being used.

Event description:
Patient experienced allergic reaction when wearing appliance with glitter. She had no reactions previously when wearing the same device without glitter. Also the retainer was a bit rough with the glitter (even though it was encased in acrylic) which may have caused irritation.